Event description:
After placing a stent in ramus, pt with a lot of plaque, dissection occurred after inflation of balloon. Attempted to open 2 distal vessels that had closed down with mini-vision stents, however, stents lost in pt, came off catheter, pt went for emergent CABG. No harm to pt, very stable after open heart.